Manufacturer narrative:
One device was received for evaluation. The evaluation has not been completed. A follow up report will be submitted when the evaluation has been completed.

Event description:
The user reported that during a percutaneous coronary intervention air was leaking into the system. No injury to the patient was reported.

Manufacturer narrative:
One device returned for evaluation. Simulated use testing was performed and no leaks were found. The complaint is not confirmed. The device history record was reviewed and found no abnormalities with this lot. The complaint database was reviewed and no similar complaints for this lot number were found.